Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed high out of range impedance measurements and was not stimulating appropriately. This device was implanted in the sub-pectoral position and is included in the subpectoral implant 2009 product advisory initially communicated on (B)(6) 2009. A visual inspection revealed the leads appeared appropriately seated in the device header and when tugged lightly, the connection appeared tight. When the device header was manipulated, noise was noted. All other measurements were within normal limits. A replacement procedure was performed. It was thought the reported issue was due to the device. This device was removed, replaced and returned for analysis. The right ventricular lead was reconnected to the replacement device and remains in service.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, an x-ray revealed all header wires appeared normal. The setscrews and sealplugs appeared normal. This device was subjected to simulated heart load conditions and the pacing, sensing, and defibrillation functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. Analysis confirmed this device met specification and could not determine a reason for the reported clinical allegations.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.